Manufacturer narrative:
Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned, this complaint will be reopened for further investigation. Customer's reported problem of 16 device had a wireless communication loss error that stopped the pump from working could not be duplicated. The reported cadd solis pump part# 21-211-0402-51 /sn# (B)(6) was not returned for investigation. However, twenty (20) comm modules part# 21-2131-01 were returned and evaluated without the pump. Evaluation finding was as follow: 3 of 20 comm modules failed to operate, 5 of 20 internal comm modules batteries not connected by the user per instructions in module IFU. 12 of 20 comm modules operated as intended. No problem found.

Event description:
It was reported that 17 devices had a wireless communication loss error that stopped the pump from working. There was no patient involvement available.